Event description:
During a standard dental treatment the pt revealed that the handpiece was getting hot. Treatment was interrupted and nobody was injured.

Manufacturer narrative:
The analysis of the handpiece did show that the bearings have been vibrating, grinding and falling apart. The heat up of the head was reproducible during a test run. In addition a high debris level was found in the handpiece, this indicates that the reprocessing is not performed as requested by user instruction. As result residue stays in the bearings. It is very likely that the condition of the bearings is the result of the stronger wear process due to the suboptimal maintenance. This unit has been sent in for repair already 16 months ago with the same error description (electrical sensation). At that repair all tests and measurements have been performed without a result. All values have been within specification, no deviation was found. As the unit is working well in our repair department we can just assume that the grounding of the dental chair is not installed as requested and hence leakage current is running back via the handpiece in use and the pt, causing the electrical sensation. For current issue the customer refuses to send back the equipment for analysis, hence an analysis cannot be performed.(B)(4)(the importer).